Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient family member that the patient has been having major complications since implantable pulse generator (ipg) implant, heart rate had dropped and there was an infection in the heart. It was also indicated that the patient developed pneumonia after the surgery. The patient family member also complained that the ipg is not working and, the patient having swollen legs and heart rate in the upper fifties. The patient has not discussed with a physician. The patient was referred to the physician and indicated a device check had been scheduled. The ipg system remains in use. No further patient complications have been reported as a result of this event.